Event description:
A home patient (hp) contacted global technical service (gts) regarding feeling overfilled, which occurred on the home choice (hc) during use, during dwell 1. The hp stated that they felt overfilled and then threw up while in dwell 1. The hp stated the hc was in drain 1 at the time of the call. The hp stated the drain volume equaled 4316ml, and after draining she felt empty and felt better. The hp stated that therapy was set to continuous cycling peritoneal dialysis (ccpd), the total time equaled ten hours, the fill volume equaled 2000ml, and the last fill volume equaled 2000ml. This complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp ended therapy on the cycler and was going to perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. The technical service representative (tsr) informed the hp to contact the registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on 07 june 2012 regarding the reported event. The rn stated that she was aware of the patient?s symptom of feeling overfilled. She stated that there have been no new issues with the cycler. Since then, therapy has been going well. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain, due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.